Manufacturer narrative:
There was electrical work being done a few blocks away. Within a time period of 24 hrs three CT scanners have had power issues within this hospital. There were no injuries. The teal unit has ul electrical safety approval, and that the risk of injury to a pt is remote.

Event description:
The teal unit exploded and caused a fire. The room filled up with smoke and the system was extinguished by the fire department. There were no injuries.